Event description:
It was reported that a patient experienced a leak which resulted in a peritonitis event coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was caused by a leak around the extension line and adapter. The patient was hospitalized on the same day as onset of the peritonitis. It was reported that the peritonitis was manifested by cloudy effluent. The patient was treated with cefazolin and ceftazidime (1.6 grams daily, intraperitoneally) for the event. Five days after hospitalization, treatment with ceftazidime was discontinued and the patient was discharged from the hospital. Treatment with cefazolin was ongoing until ten days after hospital discharge. At the time of this report the patient was recovering from the event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a patient who acquired peritonitis due to a non-baxter catheter device. The pd nurse clarified that the problem was with the catheter. The catheter was not changed and the end of the catheter was damaged. The patient cut the end of the catheter and placed a new plastic adaptor and transfer set; therefore, our baxter transfer set device is no longer considered suspect. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.